Event description:
Customer stated that the device's "infusion completes in ~4x the rate it should be completing" - flow rate outside of specification.

Manufacturer narrative:
Unable to duplicate reported issue. Device performed according to specification. Device found to have 125 ml/hr. Flow rate accuracy error of -2.38% (within +/-5% specification).